Event description:
Facility staff alleged that the bed is not working. No further information given. No injury reported.

Manufacturer narrative:
Bed located in basement hallway. Technician found that the head end of the bed would not raise up. The head up solenoid valve was stuck open. Replaced 1 each (solenoid valve) part #6543035 and 2 each (cleaner/degreaser) part #1400010004 to resolve this issue.